Event description:
It was reported that a core impaction drill heated up during a case. There were no adverse consequences reported to the patient or user.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the bearing, nose cone, motor cartridge, socket, drive shaft and spindle housing.